Manufacturer narrative:
Other applicable components are: product ID: 3487a, lot# l42033, product type: lead. Product ID: 3487a, lot# l42033, product type: lead.

Event description:
Information received from the manufacturer's representative reported that physician had scheduled a lead revision procedure for (B)(6) 2016. Details for the reason for the revision were unavailable but it was speculated that the patient was not getting appropriate coverage. Follow up information received on june 16, 2016 reported that the patient's implantable neurostimulator (ins) was upgraded to an MRI compatible system with a paddle lead for better coverage or their pain. Impedance testing showed the old ins system was intact. It was also noted that the old system had a 4 electrode system which limited the programming options for coverage for the patient. The patient was seen on (B)(6) 2016 at a post-op visit and the new ins system was working great. The indications for use for the implanted device were noted as non-malignant pain and cervical radiculopathy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Based on additional information received, the previously reported device code of (B)(4) no longer applies to the event. Device code of (B)(4) now applies.

Event description:
Additional information reported that there was a lead issue associated with the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.